Event description:
The customer reported that the system was getting stuck during boot up. It has to shut down and reboot and eventually comes up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep installed the rtos, but the problem still remained. He put original back and ordered a gpos and hard drive. The rep installed the gpos and hard drive, reloaded software, then removed/replaced parts in accordance with all applicable esd regulations and procedures. The system performed as intended.